Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the data presented in the aged named, "intramedullary versus extramedullary fixation for the treatment of intertrochanteric hip fractures", reported 2 patients from the imhs group, had and intraoperative fracture propagation. It is unknown if / how the adverse event was resolved. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. Therefore, no further medical assessment is warranted at this time. Should any additional relevant clinical information be provided, this complaint would be re-assessed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include excessive forces applied to implant and surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
On the literature article named "intramedullary versus extramedullary fixation for the treatment of intertrochanteric hip fractures", the authors of the study reported that, 2 patients from the imhs group, had and intraoperative fracture propagation. It is unknown if / how the adverse event was resolved.